Manufacturer narrative:
The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The no image condition is likely due to unexpected stress/ user handling to the head and cable, resulting in the failure of the ccd (charged coupled device) unit or cable unit, which resulted in the absence of images. As stated on the IFU and as a preventive measure, the user manual states: do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The subject device was returned to the service center. The evaluation found the image had dark spots due to condensation on ccd (charged coupled device) lens. Additionally, there was intermittent noise on image due to a kinked/shortage in the cable. The device was repaired and returned to the customer. The camera head was last repaired on (B)(6) 2019 due to a damaged cord issue. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During an unspecified procedure, the high definition autoclavable camera head was having an image problem as the image did not appear. No patient injury or harm was reported.